Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows, the anvil and the trocar of a device without apparent damage, the anvil is not attached to the trocar and appears to be the uncut washer in the anvil. The second and third photo shows the anvil without apparent damage, the anvil is no inserted in the device, also can be seen the pockets of the device in good condition and appears to be staples present. Based on the photos reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before the surgery, open the packing and noted could not attach anvil. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: unknown.

Manufacturer narrative:
(B)(4) date sent: 10/17/2022 d4: batch # 693a83 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulties. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.